Event description:
It was reported that the patient experienced an unclear epileptic event. MRI revealed substance around both dbs leads. Fluid was aspirated but upon examination showed no signs of infection; "serile fluid including some old blood". The patient was tested for allergic response to device materials showing no allergy. A second MRI showed a decreased volume of the fluid. The patient was scheduled for a follow-up MRI the middle of 2008. The relation of the bilateral fluid collection to the implanted devices is unclear. No further epileptic episodes have been reported. The fluid volume is being monitored.